Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Device investigation summary: during visual inspection of the device it was observed a crease in anterior expanding to posterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).

Event description:
It was reported that a (B)(6)-year old hispanic female patient who underwent primary breast augmentation with two 400cc mentor memorygel breast implants, suffered right breast capsular contracture; baker grade iii and left breast implant device migration, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 425cc mentor memorygel breast implant catalog: 3504251bc, lot: 7732945, sn: (B)(4) and (left) 425cc mentor memorygel breast implant catalog: 3504251bc, lot: 9355321, sn: (B)(4). This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).